Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air back-flow issue occurred. It was reported that the physician "didn't like" that they could see "microbubbles" inside of the clear portion of the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The physician was able to aspirate them out. The procedure continued without replacing the vizigo sheath, and without any troubleshooting being performed. The procedure was completed. No visible damage to the hemostatic valve or sheath was reported. No air entered the patient¿s body. No patient consequences were reported. Patient¿s hemodynamics remained stable throughout the case.